Event description:
On november 17, 2006 the lay user/pt contacted lifescan alleging that her one touch ultra2 was reading inaccurately high compared to her feelings/normal readings. The technical service representative (tsr) contacted the pt to obtain/verify the following info. The pt was alleging that her "inaccurate high" meter readings were the cause of her hypoglycemic events. The pt was unable to recall all her hypoglycemic events; however, she provided one recent event that occurred on november 16, 2006. On november 16, 2006 approx 11am, the pt obtained a "253 mg/dl" meter reading and then took an add'l 4 units of humalog according to her meter reading. The pt uses an insulin pump (10 basal units humalog) and takes bolus insulin between 14-16 units (results above 100 mg/dl = 1 add'l unit for every 40 mg/dl; results above 200 mg/dl = add'l 1 unit for every 60 mg/dl). At the time of "253 mg/dl" meter reading, she did not have any symptoms and expected a result under 100 mg/dl. After taking her insulin, the pt ate lunch that contained approx 3-4 units of carbohydrates. Approx 2.5 hrs later at 1:30 pm, the pt stated that she felt hypoglycemic, obtained a "36 mg/dl" meter reading, ate dextrose, and "immediately" felt better. The tsr verified that the meter was correctly set to "mg/dl", an approved sample source (finger) was used, and the correct testing/cleaning techniques were used. However, this complaint is being reported because the pt became hypoglycemic approx 2.5 hrs after taking her humalog insulin according to her meter result. The meter was replaced.